Event description:
It was reported to philips that the device fails operational check. The field service engineer (fse) evaluated he device and found it was failing he operational check due to an out-of-tolerance high voltage capacitor. The high voltage capacitor needs to be replaced. It was determined that this was a malfunction of the high voltage capacitor. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device fails operational check. There was no reported patient involvement.